Manufacturer narrative:
Company comment: the serious unexpected event of deep vein thrombosis, the non-serious expected events of oedema and pain at injection site were considered possibly related to the treatment. Serious criteria include the need for medical interventions to prevent permanent damage. The potential root cause is the treatment procedure. Potential contributory factor include smoking. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified . The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 09-aug-2022 by a physician which refers to a (B)(6) year-old female patient. Additional information was received on 10-aug-2022 from same reporter. The patient's medical history included smoker with moderate oa and otherwise healthy. The patient had no family history of blood clot. No information about concomitant medication, history of allergies or previous similar treatments has been provided. On 28-jun-2022, the patient received treatment with durolane with lateral approach to knee flexed 90 degree (unknown amount, lot number, injection technique and needle type). The patient did not have any symptoms immediately following the injection. On 30-jun-2022, the patient had experienced pain (injection site pain) in calf, swelling and edema (injection site oedema). Subsequently, she had developed dvt blood clot (deep vein thrombosis) in the calf. Four to five days post injection, in jul-2022, the patient went to urgent care and they were unable to treat due to no access to doppler instrument. Then, the patient went to the hospital where doppler showed that the patient had a blood clot. The patient was prescribed eliquis [apixaban] and fully recovered from events. The patient was satisfied with the injection and she had relief from knee pain. The physician indicated that he was not 100 percent sure if the event was related to the durolane injection. Outcome at the time of the report: dvt blood clot was recovered/resolved. Pain was recovered/resolved. Swelling and edema was recovered/resolved.